Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. When passing the suture, the needle disassembled and remained inside the patient, in the subcutaneous cellular tissue. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle retrieved during the same procedure? If yes: how was it retrieved? Was additional dissection required in other organs/tissues other than the target tissue? If not retrieved: size of the needle piece and tissue where it is being retained; in what structure? Are there any plans to remove the retained needle piece in the future? Were there any patient consequences? Was the procedure completed successfully? How? Event date and procedure name? Device history lot: a manufacturing record evaluation was performed for the finished device lot number ap4059, and no non conformances manufacturing irregularities were identified.